Event description:
Nellcor puritan bennett received a report from a tyco healthcare another country service center that while monitoring a patient, the unit froze. There was no patient harm reported.

Manufacturer narrative:
The unit was requested back for evaluation, but has not yet been received.